Manufacturer narrative:
The product will not be returned. If additional information becomes available and the product is returned a follow-up report will be submitted.

Event description:
It was reported that while wearing the t4 hood the scrub tech obtained a rash on her arms, neck and feet. There was no patient involvement and no user injury alleged with the event. No medical treatment or intervention was required as a result of the event.